Event description:
The customer reported that the system displayed an error message followed by the loss of fluoroscopic x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended. The customer stated they may have lowered the system onto the footswitch, causing it to be jammed closed.